Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer interrogates and prints reports with no fault found. It was noted that the upper case was scratched, the system fan was noisy, and a system error was found in the error log file.

Event description:
It was reported the side printer is slow and gets stuck. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.